Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged; further described as "the corner of the sheeting was not sealed". This was observed during preparation of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.